Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket site pain based on where the ipg was sitting. The patient underwent a revision procedure wherein the ipg pocket site was adjusted. The device remains implanted.